Event description:
A report was received that the patient was experiencing stabbing pain, shocking and swelling at the ipg site with stimulation on or off. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing stabbing pain, shocking and swelling at the ipg site with stimulation on or off. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.